Event description:
It was reported that the customer received a button error alarm on his insulin pump, after he may have been lying on it. The customer also stated some of the buttons were not responding. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 43 mg/dl and he stated he was feeling weak, but had treated. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).